Manufacturer narrative:
Name: medtronic minimed. Address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level was high and was treated with insulin via pump. The infusion set was in use for four hours and site of insertion was thigh.